Event description:
It was reported that patient had a surgery, it was a revision/conversion from a short gamma nail to a long gamma nail procedure. .

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Investigation summary: referring to the product inquiry the trochanteric nail kit, ti gamma3® ø10x170mm x 125° is stated to be the primary product. No other associated products were reported. Review of the manufacturing documents revealed no discrepancies; failures in material or manufacturing of the nail kit reported were not found. The item was documented as faultless prior to distribution. The subject device was not returned to stryker kiel (¿hospital kept product¿). However, physical examination, review of complaint history, CAPA databases and risk analysis was dispensable in this case as no product malfunction was reported. According to the sales rep the patient fell and broke her distal femur and thus was converted to a long gamma3 nail. The event was not caused by a deficiency of the product; the root cause of the reported event is rather patient related (¿patient fell and broke her distal femur and thus was converted to a long gamma3 nail¿). No non-conformity was identified. Hospital policy

Event description:
It was reported that patient had a surgery, it was a revision/conversion from a short gamma nail to a long gamma nail procedure. New information received on (B)(6) 2015, sales rep reported that the patient fell and broke her distal femur. No issues were reported for short gamma nail. Patient was converted to long gamma nail.